Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. In this case, the edwards valve was placed in the descending aorta in the presence of no calcification, to treat severe aortic insufficiency caused by a dehisced st jude surgical valve. The lack of calcium present likely contributed to the ¿displacement¿ of the valve during the procedure. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in the proximal descending aorta is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario.

Event description:
As reported by the edwards implant patient registry (ipr), a 26 mm sapien 3 valve was intentionally deployed in the proximal descending aorta. Medical record review revealed the patient presented with dehiscence of a st. Jude mechanical aortic valve approximately 180 degree of the circumference. Due to the patient¿s extensive medical history of 5 previous open heart surgeries, it was determined that an attempt to plug the paravalvular leak (pvl) with a transcatheter technique should be performed in an effort to stabilize the patient until another open heart surgery could be performed. A transcatheter procedure was performed to place vascular plugs. The patient was initially stabilized. However, one of the vascular plugs embolized into the lv. The patient became markedly unstable with ¿even greater¿ aortic insufficiency. The patient was also reported to be in hepatic failure. The decision was made to deploy a sapien 3 valve into the descending thoracic aorta in order to treat the aortic insufficiency caused by the st jude valve dehiscence. An urgent, off-label (compassion) transfemoral valve placement procedure was performed. A 26 mm sapien 3 valve was deployed in the mid descending thoracic aorta. Initially, the sapien 3 appeared to be ¿relatively¿ stable, but then a ¿proximal displacement¿ of the valve was noted. An attempt was made to ¿re-engage¿ the valve and drag it to a more distal location and re-expand the valve. The valve was still unstable and was noted to be displaced more proximally. After several attempts to place the valve in the appropriate location, the distal aspect of the valve was flared to stabilize the valve. No evidence of pvl was noted. The valve appeared to be ¿relatively¿ stable. The delivery system and sheath were withdrawn and the procedure was completed without complications. The patient was transferred to the post-anesthesia care unit in stable, but critical condition. On postoperative day (pod) 4, echo indicated the presence of a mechanical aortic valve, moderate to severe pvl and two vascular plugs present, one in the aortic annulus and one in the mid lv cavity. On pod7, echo indicated soft tissue density material ¿worrisome¿ for thrombus on the aortic valve leaflets and expanding into the lvot and lv aspect of the anterior mitral valve leaflet. Severe regurgitation was also reported. On pod8, echo indicated no evidence of aortic regurgitation. Twenty-one (21) days post implant, the patient was admitted due to volume overload. The patient reported decreased energy, weight gain and lower extremity swelling. The patient was medically managed with lasix. Endocarditis of the st jude mechanical valve was also noted. The patient was started on antibiotic treatment and the explantation of the mechanical valve was scheduled. No issues with the implanted sapien 3 valve were reported.